Manufacturer narrative:
(B)(4): on an unreported date the pt was hospitalized for the event of peritonitis. During hospitalization, the pt died due to an unknown cause. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1.5 grams, injection, frequency not reported), cefazolin (1.5 grams, injection, frequency not reported), and heparin (1.5 grams, injection, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the cause of death was due to peritonitis. An autopsy was not performed. The patient had not recovered from the peritonitis event prior to death.